Event description:
It was reported by service report that the brakes were not holding; missing compression spring has the potential that the side rails could fall down during use. No pt involvement or adverse consequences are reported.